Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5098024.

Event description:
It was reported that the patient was experiencing pain around the lead site due to migration and high impedance. The patient underwent a revision procedure wherein leads were replaced and was doing well postoperatively. The explanted leads will not be returned.